Event description:
It was reported that while attempting to inflate the foley catheter the cap of the syringe was missing and the syringe was dry. The sterile outer package was completely intact with no evidence that it had ever been opened. It was also reported that there was no cap on the luer tip. The catheter could not be used and was discarded. Per follow up via email on (B)(6) 2021 the customer had one kit which was a defect and had two others yet unopened. The cap on the luer tip was missing and the syringe was dry inside.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to incorrect operation. It was unknown whether the device had met relevant specifications. The product was not used on a patient. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The labeling review was not required due to the review of the label could not have prevented this issue. Correction: d, e h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. No potential root cause could be concluded due to insufficient information. Current design of catheter and capping process do not relate to luer tip. Usually luer tip represent tip of syringe. No issue related to catheter in reported event. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. Proper techniques for urinary catheter maintenance 1) secure the foley catheter. Use the statlock® foley stabilization device if provided. 2) maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. 3) maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. 4) keep the collection bag below the level of the bladder or hips at all times. 5) empty the collection bag regularly using a separate, clean collection container for each. Foley catheter removal 1) to deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required tomake the syringe ¿stick¿ in the valve 2) allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently 3) use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation 4) if the balloon will not deflate and if permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol 5) should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." The device was not returned.

Event description:
It was reported that while attempting to inflate the foley catheter the cap of the syringe was missing and the syringe was dry. The sterile outer package was completely intact with no evidence that it had ever been opened. It was also reported that there was no cap on the luer tip. The catheter could not be used and was discarded. Per follow up via email on 22apr2021 the customer had one kit which was a defect and had two others yet unopened. The cap on the luer tip was missing and the syringe was dry inside.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that while attempting to inflate the foley catheter, the cap of the syringe was missing and the syringe was dry. The sterile outer package was completely intact with no evidence that it had ever been opened. It was also reported that there was no cap on the luer tip. The catheter could not be used and was discarded. Per follow up via mail on 22apr2021, customer had one kit defect and had two others yet unopened. The cap on the luer tip was missing and syringe was dry inside.